Event description:
On (B)(6), 2010, the lay user/patient's visiting nurse contacted lifescan (lfs) alleging that the onetouch ultra meter was displaying an unknown error message. The medical surveillance specialist (mss) spoke with the reporter on (B)(6), 2010 and obtained the following information: the patient is visually impaired and relies on the assistance from her husband. The patient tests three times a day and she manages her diabetes with 5mg of glipizide taken once a day. The reporter confirmed that the alleged issue began on the morning of (B)(6), 2010. After the alleged issue occurred, the reporter corrected and clarified that the patient continued with her usual diabetes regimen. At an unknown time after the alleged issue began the reporter confirmed and clarified that the patient developed symptoms of dizziness, felt light headed and was shaky. At an unknown time later, the reporter clarified that the patient's husband administered treatment by giving the patient food and orange juice. As a result of the alleged issue, the reporter confirmed that the patient went to the doctor's office (at an unknown date/time). The reporter does not know what the patient's blood glucose result was with the doctor/clinic's meter; however, the reporter specified that the patient did not receive any treatment during the doctor's visit. Since the start of the alleged issue, the reporter indicated that the patient has tested with another device. At the time of troubleshooting, the csr verified that the subject meter was not misused. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed the patient was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.